Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The clinical educator received a call at 2100 hrs from (ICU) intensive care unit nurse who reported that they had received a (tbi) traumatic brain injured patient from the (or) operating room into the ICU following surgery and placement of a 1104b. The staff reported (icp) intracranial pressure readings between negative 3mmhg to 18mmhg to 88mmhg. The icp was reported to read 8mmhg immediately after surgery in the operating room. No good icp waveform showed on the cam01 screen. No other probes were in the head. No evd or lumbar drain is in situ. No wound drain is in situ. The red depth indicator was not visualized due to taping with zinc oxide tape - the nurse has carefully removed this and reported that the red depth indicator was in the etched portion of the strain relief sleeve. No clinical changes are reported with the patient - patient is sedated and pearl sluggishly size 2/3. Disconnecting and reconnecting cables did not solve the problem. The clinical educator advised the neurosurgeon to review and was considering a CT scan as the icp values were swinging but no real waveform was displayed. The health care professionals were never happy with the brain waveform or readings but, the physician decided that it would not change how the patient was treated so it was decided not to place another icp bolt and the patient was released on (B)(6) 2014.